Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis revealed that the atrial oversensing was the result of a multi beam connector not making continuous contact with the lead.